Event description:
Additional information received: the reported event occurred during a scheduled endoscopic resection surgery of prostate, there is spontaneous detachment of the ceramic part covering the terminal portion of the resector 27 channel liner resulting in approximately 2 cm foreign body detachment in the bladder that required prolonged endoscopic maneuvers for its removal (upon completion intact).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received (b3 and b5). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to the damage was thermally and mechanically induced. Additionally, it is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation cleaning, disinfection and sterilization (cds) of the instrument or during the last procedure. However, the subject device was not returned, and the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct, the device model information (d1, d4).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic bladder resection surgery, the tip of the inner sheath broke off and fell into the patient's bladder. The tip was subsequently retrieved with forceps, increasing the operative time by 30 minutes. There was no harm caused to the patient.